Event description:
It was reported that patients spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator (scs) explant procedure where all devices were removed. The explanted devices will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6).